Event description:
A malfunction was reported on a pump by a customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump using provided instructions, and the customer was informed to call back if the malfunction code recurs. The customer acknowledged the guidance and was cleared to continue using the pump.